Manufacturer narrative:
A temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s umbilical hernia which required repair. The patient¿s umbilical hernia was pre-existing prior to start of pd therapy and was previously repaired with mesh which increases the patient¿s risk for subsequent herniation. The patient¿s re-occurrence of the umbilical hernia can be reasonably associated with pd therapy due to the physiologic increase in abdominal pressure from the dialysate, which is a well-known potential complication in pd patients. However, there is no objective evidence which indicates a liberty select cycler malfunction or product deficiency caused or contributed to the patient¿s hernia event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) therapy had a hernia. The peritoneal dialysis registered nurse (pdrn) stated the patient had an umbilical hernia which was pre-existing prior to start of pd therapy. It was reported, the umbilical hernia was repaired with mesh prior to pd catheter placement. However, after start of pd therapy the patient¿s umbilical hernia re-occurred requiring another repair on an unknown date. The nurse attributed the re-occurrence of the umbilical hernia to pd therapy. However, there have been no reported liberty select cycler product deficiency or malfunction associated with the patient¿s hernia event. Per the nurse, the patient was decreased from a fill volume of 2500ml to 1700ml with gradual scheduled increase in fill volume. The patient does not perform a day time manual exchange currently. The patient is reportedly recovering from the hernia event and continues pd therapy without further reported issues.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.